Event description:
The tilt transport lock/tilt limiter may not be properly installed after system installation. The transportation lock/tilt acts as a mechanical stop which prevents excessive inclination of the CT gantry in the event of a firmware control malfunction. In the case of a sudden power failure, the gantry is equipped with a self-actuating brake which prevents unintended tilting. To enhance the safety of the definition as even further, a modified mechanical lock/tilt was introduced for this CT scanner. This new transport lock/tilt limiter requires a slightly different installation procedure than the original lock/tilt limiter. However, the installation instructions were not modified properly. As a result, siemens has issued an update instruction to visually inspect the transport lock/tilt limiter on affected systems. Furthermore, the applicable installation instructions for the somatom definition a s has been modified to include the modified transport lock/tilt limiter installation procedure.

Manufacturer narrative:
We are unaware of any injuries as a result of this reported issue. This event was discovered in another country's clinic.